Event description:
It was reported that during pumping, the pump declared alarm 20 and had previously experienced similar alarms. The impact on the customer¿s blood glucose level was not provided, as the customer declined to answer if it exceeded 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy while awaiting a replacement pump from technical support. Additionally, the customer was advised on procedures involving sensor use with the new pump and instructed on how to return the defective pump.